Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 for clearance of bile duct stones and stent removal. The patient was placed in the prone position and intubated with the exalt model d scope. While attempting to remove the plastic 10f stent, the physician was unable to pull it through the working channel of the scope. They then removed the scope while the stent was stuck at the end of the working channel. The stent broke in the process but was retrieved in one piece. The physician encountered difficulty passing the scope a second time but was able to gain access after repositioning the patient's head. At that time, the physician noted esophageal trauma. They were able to successfully clear the stones from the bile duct using a tome for cannulation followed by a balloon sweep. After the ercp was completed, an esophagogastroduodenoscopy (egd) was performed to investigate the area for trauma and a partial thickness esophageal perforation was discovered. An esophageal stent was placed and the patient was admitted for inpatient hospitalization. They were kept nil per os (npo) and evaluated by ent. By the next day, the perforation had healed without any additional intervention. The patient was then discharged and is reported to be in good condition there is no allegation that the exalt model d scope failed to meet performance specifications or perform as intended. The physician stated that this perforation could have occurred while using a reusable scope, however, they felt that stiffness of the device was a contributing factor.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 a product advisory notice ((B)(4)) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. The user facility indicated that the product advisory was reviewed and signed prior to the procedure. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.